Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 41 mg/dl at time of incident and treated with glucagon and other blood glucose level was 310 mg/dl. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer states the drive support cap appears normal. Customer did not allege insulin pump was over delivering. Customer reports they were unsure if the programming was accurate. Customer states reservoir was showing the same amount of insulin as shown on the status screen. Customer states insulin pump was worn during a medical procedure x-ray. Customer states they performed displacement test and test results was passed. Customer states they performed self-test and test results was passed. The insulin pump will not be returned for analysis.